Event description:
The patient reported, that a few weeks ago, she experienced her infusion set tubing separating at the luer lock connection. She reported, that her blood glucose was 550 mg/dl. She reported, that she replaced the infusion set tubing and administered a correction bolus to reduce her blood glucose values. The pt reported feeling thirsty and sick. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.